Event description:
Connection difficulties were obtained by the physician during a pacemaker replacement procedure to an ela brand lead, model t44 ((B) (4), implanted (B) (6) 1994). A small amount of oil was applied on the tip of the lead in order to insert it into its corresponding reply dr port. After the lead was inserted and the p wave sensing and the pacing on the ventricular side were confirmed by ECG monitor, pacing failure was observed shortly after. The lead's connection was identified to be inserted improperly, thus another attempt to insert the lead into the port was carried out, unsuccessfully. Another pacemaker was implanted instead. No harm to the pt was declared by the physician.

Manufacturer narrative:
On 05/25/2010, this event concerns a device that was mfg and used outside the united states. Analysis is pending.